Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument was not firing or articulating correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The sureform 60 stapler instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was returned with the seam guard still attached. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green 60 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of the logs were unable to verify any failures. Other logs were unable to be retrieved during this time. The instrument was fully functional. There was no problem detected with the instrument. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.